Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a no reservoir alarm during the manual prime. Found that the insulin pump was squirting insulin out during priming, without recognizing the reservoir. The customer then reported that she was treated by the paramedics on april 25, 2011 after she was found unconscious by a neighbor. The customer's blood glucose reading was 20 mg/dl when the paramedics arrived. Advised the customer that the insulin pump would be replaced. Nothing further was reported.